Manufacturer narrative:
The customer did not return any materials for investigation. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall.the corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek inrange meter serial number (B)(4). The result from the meter was 3.9 inr. The customer stated he had to squeeze the finger to get blood and admitted he probably had to squeeze a bit more than usual as he was having difficulty getting enough blood. The result from the laboratory was 2.8 inr. There was no allegation of an adverse event. The therapeutic range was 2.5 to 3.5 inr. Relevant retention test strips (lot 304972) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complies with the specification.